Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 7cm abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that a post-operative CT scan identified a possible type IV or type I endoleak. No additional treatment was performed. No clinical sequelae were reported and the patient will continue to be monitored.

Manufacturer narrative:
(B)(4).